Event description:
It was reported that the external pulse generator had broken clips and broken port housing. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the atrial output connector was broken, the ring cover and one bail cover were missing. It was also noted that the upper case was dented, the upper and lower cases were broken, one bail cover was broken, one case screw was missing, the battery contacts were compressed, the ring and one bail were missing, the battery drawer was broken, the keyboard was scratched, the display was out of specification with missing pixels, and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis revealed an error code which prompted replacement of an integrated circuit. After this component was replaced typical operation was observed. Conclusion: confirmed the failures seen during repair of the device caused by a defective integrated circuit. (B)(4).